Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-xxxxx for a description of the second device. It was reported to boston scientific corporation that during a vaginal vault suspension procedure with anterior pelvic floor repair using an uphold vaginal support system, the physician had difficulty getting the bullet of the mesh leg through the patient's right sacrospinous ligament. After repeated attempts, the suture lead started to tear. The physician discarded this device and completed the procedure with another uphold, with no complications to the patient.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.